Event description:
Per the clinic, the patient experienced a chronic infection (pus) at the implant site and subsequently was treated with oral antibiotics for 6 months (specific date not reported). The patient also reported experiencing a fall, which resulted in migration of the receiver/stimulator. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, to explant the device. It is unknown if there are plans to reimplant the patient as of the date of this report.